Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. Reportedly, the customer did not perform the proper air removal techniques. The customer's blood glucose level was 180 mg/dl. A cartridge change was performed resolving the issue.